Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2018; 5076-45 lead, implanted: (B)(6) 2015; 419688 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing, noise, and possible loss of capture. It was also reported there was an inhibition of pacing. Attempts to reprogram the lead were unsuccessful as oversensing was still present during isometrics. An rv lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the patient was scheduled for lead revision due to rv lead oversensing. The connection between the device and the lead was confirmed to be good and the rv lead was instead programmed tip to coil. The rv lead remains in use. No patient complications have been reported as a result of this event.